Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No motor error alarm noted. Motor passed motor test. Device passed the rewind test, basic occlusion test and displacement test. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal. The device was not dropped. The displacement test was performed and it passed but the customer changed the reservoir and the motor error alarm occurred again during basal. Blood glucose value was 183 mg/dl. The insulin pump was replaced and returned for analysis.